Manufacturer narrative:
Only event year is known. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on an unknown date, the 1.5 cm nail was protruding into the patient¿s knee. On (B)(6) 2021 the patient underwent a procedure for opened reduction and nail fixation. On (B)(6) 2021 a revision surgery was performed, and the nail was removed. This report involves one (1) 13mm ti cannulated tibial nail-ex/360mm-sterile. This is report 1 of 1 for (B)(4).